Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock was leaking. It was further reported that a crack was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two used samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included clear passage and pressure test were performed with satisfactory results. An additional test of the luer locking was performed and no leak was observed. The samples met product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.